Manufacturer narrative:
Unit passed displacement test and selftest. No unexpected low battery alerts, off no power alarms, replace battery alerts or replace battery now alarms noted during testing. Unable to verify charge/battery lasts less than expected anomaly due to no battery received with unit. Unit received with high sleep current measurement and active current measurement due to moisture damage on electronic board stack. Corroded force sensor assembly and moisture damage on motor assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alert with prior low battery alert. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that there was second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.